Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/8/2024: the pump was powered on and the pump was confirmed to have the incorrect library downloaded. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Event description:
On december 29, 2022, infutronix received a report from a healthcare facility that an infusion pump had the incorrect library loaded. No patient was harmed reported.